Event description:
Additional information received reported that the patient tripped and fell in (B)(6) of 2011. It was noted the patient had issues with pain coverage and they attempted to program around the pain but eventually had to resort to a surgical revision.

Event description:
Additional information received reported that: "when she fell in 2011, the lead migration was linked from a car accident, that's why we replaced." For information about the car accident please refer to manufacture report # 3007566237-2012-02940.

Event description:
Additional information received reported that there was no injury following revision of the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient noticed "three weeks to a month" prior to the report that the device was no longer covering her pain. In (B)(6) 2011, the patient fell at work and seven of the eight leads were "knocked off her spine." The patient had reprogramming done after the fall and got pain relief up until the mentioned loss. The patient stated that the manufacturer representative said seven of the eight leads were "fried." The patient's health care provider (hcp) told her the whole system needed to be replaced. The patient's hcp could not do the surgery until (B)(6) 2012 even though she was in "a lot of pain" and did not want to wait that long. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).